Manufacturer narrative:
(B)(4). A device history review was performed with no exceptions during manufacturing found. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The facility representative reported a colleague infusion pump with an 808:02 failure code was found in the pump's event history . It is unknown when this condition occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 808:02 was confirmed during product evaluation in the pump's event history. This condition was caused by a defective pumphead module. The pumphead module was replaced to correct the reported condition. Upon further review of the event history, the occurrence date of this event was determined to be (B)(6) 2011. Should additional information be received, a follow-up medwatch will be submitted.